Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that a pocket revision was to occur with a possible ins replacement- they were either going to move the ins to a more comfortable location or replace the ins. The patient was very skinny and they could see the outline of the ins. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient had a pocket revision and the physician was able to use the same ins. No further complications reported.